Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the device reverted to safety mode, and the physician was informed that emergent replacement was recommended. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is not indicated at this time.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the device reverted to safety mode, and the physician was informed that emergent replacement was recommended. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is not indicated at this time.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker reverted to safety mode, and the physician was informed that emergent replacement was recommended. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.